Event description:
The event is reported as: complaint alleges: staples are not dispensing properly. The event cause no harm to the pt.

Manufacturer narrative:
Device sample was not received by manufacturer in time for this report.